Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other):partially ruptured outside tube on left/one of the implants was not on it's original implant position"), pelvic pain ("pain"), genital haemorrhage ("irregular bleeding") and procedural complication ("surgery (other) type of surgery: laparoscopic repair of small bowel injury during hysterectomy") in a 39-year-old female patient who had essure (batch no. 808914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, atrial arrhythmia, atrial arrhythmia, hypothyroidism, irregular menstrual cycle, allergic rhinitis, sleep apnea, breast tenderness, migraine, condom, hysterectomy, headache and diabetes. Concomitant products included atenolol, levothyroxine and medroxyprogesterone acetate (provera). On (B)(6)2011, the patient had essure inserted. In august 2011, the patient experienced migraine ("migraines/ headache") and headache ("migraines / headaches"). In january 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2012, the patient experienced vaginal haemorrhage ("abnormla bleeding (vaginal)"). On (B)(6)2016, 4 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and procedural complication (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("complications from your essure removal procedure: small perforation of my intestine during the surgery and also that one of the implants was not on it's original implant position"), discomfort ("too much discomfort") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure: a coil from one of the sides did not stay so they had to insert another one"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (surgery to remove essure device) and surgery (ablation). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, procedural complication, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, abdominal pain, complication of device removal, discomfort and complication of device insertion outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered abdominal pain, complication of device insertion, complication of device removal, discomfort, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6)-2016 patient had patholi dignosis resulted in - adenomyosis. - leiomyoma. - benign endocervix and ectocervix. - benign bilateral tubes. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received: reporters details added. Event headache, complications or problems that occurred at the time of your essure placement procedure: a coil from one of the sides did not stay so they had to insert another one, complications from your essure removal procedure: small perforation of my intestine during the surgery and also that one of the implants was not on it's original implant position, intestine during the surgery. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other): partially ruptured outside tube on left"), pelvic pain ("pain") and genital haemorrhage ("irregular bleeding") in a 39-year-old female patient who had essure (batch no. 808914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, atrial arrhythmia, atrial arrhythmia, hypothyroidism, irregular menstrual cycle, allergic rhinitis, sleep apnea, breast tenderness, migraine and condom. Concomitant products included atenolol, levothyroxine and medroxyprogesterone acetate (provera). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormla bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 4 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and migraine ("migraines/ headache "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (surgery to remove essure device) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea and migraine outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016 patient had patholi diagnosis resulted in: adenomyosis. Leiomyoma. Benign endocervix and ectocervix. Benign bilateral tubes. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs+mr received, reporter added, lot number received, patient concomitant condition added, concomitant drug added, events added as follows:- fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhea, migraines headache. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other):partially ruptured outside tube on left/one of the implants was not on it's original implant position"), pelvic pain ("pain"), genital haemorrhage ("irregular bleeding") and procedural complication ("surgery (other) type of surgery: laparoscopic repair of small bowel injury during hysterectomy") in a 39-year-old female patient who had essure (batch no. 808914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, atrial arrhythmia, atrial arrhythmia, hypothyroidism, irregular menstrual cycle, allergic rhinitis, sleep apnea, breast tenderness, migraine, condom, hysterectomy, headache and diabetes. Concomitant products included atenolol, levothyroxine and medroxyprogesterone acetate (provera). On (B)(6),2011, the patient had essure inserted. In (B)(6),2011, the patient experienced migraine ("migraines/ headache") and headache ("migraines / headaches"). In (B)(6),2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6),2012, the patient experienced vaginal haemorrhage ("abnormla bleeding (vaginal)"). On (B)(6),2016, 4 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and procedural complication (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("complications from your essure removal procedure: small perforation of my intestine during the surgery and also that one of the implants was not on it's original implant position"), discomfort ("too much discomfort") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure: a coil from one of the sides did not stay so they had to insert another one"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (surgery to remove essure device) and surgery (ablation). Essure was removed on (B)(6),2016. At the time of the report, the fallopian tube perforation, procedural complication, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, abdominal pain, complication of device removal, discomfort and complication of device insertion outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered abdominal pain, complication of device insertion, complication of device removal, discomfort, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. Diagnostic results: on 07-apr-2016 patient had patholi dignosis resulted in - adenomyosis. - leiomyoma. - benign endocervix and ectocervix. - benign bilateral tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.